Event description:
The dealer states that when he went to change out the dust pan due to rusted due to incontinence and looked and noticed that the seat frame as well is rusted due to incontinence and is broken on the back side at the rivet nut of the center seat frame.